Manufacturer narrative:
Per further follow up, the lot number of the device involved was provided. The manufacturing records were reviewed and there is no indication of a related nonconformance. All process parameters were met, and inspections passed successfully. A product risk assessment was performed and based on the available information it cannot be confirmed that this complaint is associated to a manufacturing/design defect. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
One swan-ganz catheter was received by our product evaluation laboratory for a full examination. The report of balloon damaged was confirmed. Balloon was found to be ruptured at the central area. The edges of latex appeared different shapes and seemed not matched up. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from catheter body. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Per the IFU specifications table, swan ganz model 777f8 should be used with a 9f introducer. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use of this swan ganz catheter in a patient, the balloon had a leakage. The swan ganz catheter was replaced by a new one through the introducer already in place and the issue was solved. The 8.5f introducer used was a non-edwards device. There was no allegation of patient injury. Patient demographics were requested but could not be provided.